Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced poor near and distance vision. The iol was exchanged in a secondary procedure with the reason of incorrect iol and astigmatism power. Additional information was provided that there was a calculation error with anterior shift of lens in the bag.

Manufacturer narrative:
Product evaluation: the product was not returned. Based on the information provided by the hcp and based on the difference in cylinder power and diopter power of the replacement lens, the root cause of the event is mostly likely related to a calculation error, and unrelated to the product. The manufacturer internal reference number is: (B)(4).